Event description:
The fe reported the handle on side of workstation is broken off of the system. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was found to be working as intended and put back into service.